Event description:
Litigation papers allege that the patient suffered pain, stiffness, discomfort, weakness; negatively affecting patients mobility and quality of life, and was injured by excessive levels of chromium and cobalt as a result of the implantation with the asr hip implant.

Manufacturer narrative:
Additional information: depuy still considers this investigaton closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 07/26/2013- plaintiff¿s preliminary disclosure form was received, which identified dor and dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.